Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, this complaint was opened against a product which was not at fault. The complaint is therefore a duplicate of a previously reported complaint which was raised against the correct device (MFR report number: 3003768277-2023-02255). At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction on the reported system. The codes were updated based on the investigation outcome.

Event description:
It has been reported that when starting the system, it was restarting constantly. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.